Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported a trifuse extension set cracked and leaked during a normal saline infusion, rate not provided. The tubing was replaced and there was no patient harm.

Manufacturer narrative:
The customer¿s report of a cracked and leaking extension set was confirmed. The set was visually inspected and it was noted that the male luer spin collar was cracked in several separate locations around the spin collar with the cracks running parallel to the direction of the fluid flow. Inspection under magnification showed whitish colored scratches and stress markings around each of the cracks. The cracks had lengths that ranged from approximately 0.123 inches to 0.437 inches. Functional and pressure testing confirmed leaking from the cracks on the male luer. The probable cause of the damage is the male luer collar having been over-torqued and tightened on to the extent that a tool or clamp was needed to loosen and remove it.